Manufacturer narrative:
H10 - one used. List #034-h2629, appx 1.0 ml, adaptador universal para sistemas IV con spiros¿; lot #unknown was returned for evaluation. The used 034-h2629 adapter was confirmed to have a puncture in the 034-h2629 adapter tube that was adjacent to the tip of the spike of the drip chamber of the unidentified infusion set. The probable cause of the adapter tube puncture and subsequent leakage is damage during insertion of the spike of the drip chamber during insertion during use. There were no other leaks form any other locations along the fluid path. A device history review could not be conducted because no lot number(s) was/were identified. D10 - date returned to MFR - december 2, 2020.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a appx 1.0 ml, adaptador universal para sistemas IV con spiros¿ that five minutes after a cetuximab infusion started, a continuous drip began at the connection of the spinning spiros. The event occurred during patient use; however, no one was harmed as a result of this event.